Event description:
Doctor performed essure procedure in (B)(6) 2009. Shortly afterwards, pt began to report severe pelvic pain. Doctor removed essure devices two months later ((B)(6) 2009). Pt's symptoms resolved and md attributed her symptoms to the essure device.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.